Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s wife reported via phone call that the insulin pump had blank display. The customer's blood glucose level was 110 mg/dl. The customer stated that the insulin pump had crack and did get in water. The customer was stated that the reservoir lip ring was not damaged. The insulin pump will be returned for the analysis.

Manufacturer narrative:
Device received with blank display due to corroded electronic assemblies, corroded motor home switch and corroded battery tube. Unable to perform displacement test, self test, and current measurements due to display anomaly. Device received with cracked case (battery tube).